Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to verify pump error 2, pump error 3, pump error 28 or pump error 81 due to download difficulty. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.